Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information provided, the probe became very hot. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The tip shows signs of activation and the cable and the suction tube have been cut. Due to the fact that cable and the suction tube were removed a functional test can not be performed, therefore this complaint can not be confirmed. A possible root cause for the patient¿s burn is that either hot fluid exited the suction tubing and dripped onto the patient¿s skin, or there was insufficient fluid management and very hot fluid exited the portal and burned the patient. No further information regarding the set up or procedure was provided to determine if the above mentioned causes contributed to the event. Therefore, a root cause for the reported patient burn cannot be discerned. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Incomplete. The lot number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(4) that during an unknown surgery on an unknown date, it was observed that the vapr coolpulse90 electrode device became very hot. It was reported that some of the hot water also fell on the patient which resulted in a 2nd degree burn. The generator was checked and there was no anomaly detected which could have contributed to the hotness of the probe. It was not reported if there was a delay in the surgical procedure or if a spare device available for use to complete the surgery. There was patient involvement. The status of the patient post-surgery was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.